Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-11949. Related to manufacturer report #: 2183959-2014-12020. Related to manufacturer report #: 2183959-2014-12025. Related to manufacturer report #: 2183959-2014-54363.